Manufacturer narrative:
(B)(4). Date sent: 8/13/2025. Additional information was obtained: according to feedback of the sales rep on 6-aug -2025 via phone, event date should be 16-may-2025. According to feedback of the sales rep on 6-aug -2025 via phone, the event description (english) should be as follows: during use, the ultrasonic knife machine alarmed and found that the cutter head gasket was disconnected and upturned. Changed another one to complete surgery. There was no patient consequence reported. No additional information can be provided. Corrected data: b3, b5, h1. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Event description:
During use, the ultrasonic knife machine alarmed and found that the cutter head gasket was disconnected and upturned. Changed another one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Event description:
It was reported that during a laparoscopic liver resection the titanium tip broke. The broken piece was retrieved by forceps and was discarded. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 8/4/2025. D4 batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.